Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 09/04/2014 with the following findings: review of the pump¿s black box found alarms related to the complaint and evidence of excessive power use. A battery crack was observed. The battery cap threads were damaged and the battery cap was unable to properly secure to the pump; a power loss was not observed. The pump¿s electric power draws were not within specification. Moisture was observed on the pump¿s internal transceiver board; unplugging the transceiver board returned the pump¿s electric power draws to specification. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. (B)(4).